Event description:
During follow-up, it was noted that there was no stimulation available in unipolar mode. The patient was set to bipolar mode to resolve the issue. The patient was in stable condition.